Event description:
Programming history was reviewed from the pt's neurology office by manufacturer revealed the pt had high lead impedance on a systems test and normal mode test. Testing performed on (B) (6) 2009 and (B) (6) 2007 showed 7/limit/high on their systems diagnostic test. Normal mode diagnostics on (B) (6) 2004 also showed 7/limit/high. The pt was sent for revision surgery. The surgeon was not notified of the lead issue prior to the or from his office staff and the pt just had their generator replaced and not programmed on. Surgery will be scheduled at a later date for full revision. The pt's treating neurology office will not release any further info about the reported event.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.